Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization and dissection occurred. The lesion was located in the left anterior descending (lad) artery. The pt initially presented with an acute myocardial infarction (mi). The physician attempted to place an unspecified taxus express2 drug eluting stent (des) in the lad. The lesion was dilated at 12 atms for 30 secs. At some point the stent dislodged from the stent delivery system (sds) and migrated down the lad. This then caused a dissection. The pt was taken to surgery. Several attemtps have been made for follow-up, in regards to the details of the stent implant procedure and the intervention surgery, but has not been obtained as of the time of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.